Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose value is unknown. The insulin pump was not replaced or returned for analysis.